Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during an unknown procedure a 4.75mm healix advance knotless br anchor was frayed proximal to anchor. There was no manipulation from surgeons¿ site there. The surgeon did not touch the tape proximal to the anchor only distal with instruments and firstpass. The complaint device is not being returned, it was implanted, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the suture was frayed. The photo provide evidence of the failure reported into device, therefore complaint reported can be confirmed. Hands on complaint device should provide more evidence to be able to discern a root cause, however, device reported was implanted. The possible root cause can be related when applying excessive force while inserting the anchor beyond its intended use causing it to bend and damage in the suture. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:5l44956, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint#: (B)(4). UDI: (B)(4).

Event description:
It was reported via complaint submission tool that during an unknown procedure a 4.75mm healix advance knotless br anchor was frayed proximal to anchor. There was no manipulation from surgeons site there. The surgeon did not touch the tape proximal to the anchor only distal with instruments and firstpass. No surgical delay or patient consequences reported. Additional information reported by the affiliate stated the reported malfunction occurred during an rc repair and the procedure was successfully completed with the same anchor. It was reported fragments were not generated.